Event description:
It was reported that syringe 5ml ll had scale marking issues. The following information was provided by the initial reporter: syringe scale error.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 7/7/2021. H6: investigation: one photo and one sample were received by our quality team for evaluation. From the photo and the sample, no nonconformances were observed on the scale printing. The sample was subjected to volumetric testing and was within specifications. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text: see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 5ml ll had scale marking issues. The following information was provided by the initial reporter: syringe scale error.